Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient the "device is not working the way it is supposed to and "pumping out the liquids". The patient also indicated that the "third" lead is not working right, and has not been feeling well since the device was implanted. The patient indicated that the cardiac resynchronization therapy defibrillator (crt-d) was adjusted shortly after implant and believes the settings are not right. The patient was referred to the physician. The crt-d and the lead remain in use. No further patient complications have been reported as a result of this event.